Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted/explanted. Reporter email address and phone number are unavailable. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the surgeon tried to insert the dynamic hip screw (dhs) through the correct DHR plate. The screw became stuck in the plate and would not advance further. The surgeon managed to remove the screw from the patient and changed to a new screw with the same size which worked fine. On visualization, both the screw and the connection instrument were slightly bent. The surgeon also complained that a 4.5mm cortex screw used in the plate bent on implantation; this screw was also removed. Concomitant devices: dhs/dcs plate (part/lot number: unknown, quantity: 1). This report is for a dhs®/dcs® lag screw 12.7mm thread/100mm-sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No patient harm was reported. Procedure was completed successfully with no surgical delay reported.

Manufacturer narrative:
Device history records review was completed for part# 280.000s, lot# l629903. Manufacturing location: (B)(4), release to warehouse date: nov 24, 2017, expiry date: nov 01, 2027. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The investigation of the dhs/dcs screw has shown that the positioning groove on top of the screw is damaged and widened up. Checked dimensions with caliper 3-01-19789. Outer shaft diameter below the groove specification 7.9mm 0/-0.05 / measured: 7.87mm = pass outer shaft diameter at the groove specification 7.9mm 0/-0.05 / measured: 8,14mm = damaged post-manufacturing distance flat surfaces below the groove specification 7.15mm 0/-0.08 / measured 7.13 = pass distance flat surfaces at the groove specification 7.15mm 0/-0.08 / measured 7.24 = damaged post-manufacturing the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. The investigation of the dhs/dcs screw has shown that the positioning groove of the screw is damaged and widened up, this damage makes an insertion of the plate impossible and the complaint is confirmed. The manufacturing documents were reviewed and no complaint related issues were found. This lot of (B)(4) was manufactured in november 2017 and we are not aware of any other complaint for this article- and lot number combination. The relevant dimensions below the damaged groove were checked and no deviation was detected. No product related issue could be detected. The damage occurred clearly post-manufacturing. It can be assumed that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence in combination with a mechanical overload situation did lead to the deformation of the groove. To prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. The surgical technique points out the warning note: to avoid damaging the instruments and the implant, tighten the connecting screw securely. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.